Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error displayed obf ivenix pumps which failed during the preparation for next week's go live even a preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.